Event description:
The customer reported to olympus that the camera head was defective (total failure); specifically, there was an object rattling in the housing, presumably fall damage. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that due to damage on cable unit, the endoscopic image could not be displayed, and the cable unit had swelled. Additionally, other evaluation findings include the following: due to poor water-tightness of cable unit, water tightness was lost. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the camera head was defective (total failure); specifically, there was an object rattling in the housing, presumably fall damage. The issue occurred during preparation for use and there was no patient harm associated with the event.